Event description:
Boston scientific crm received information that a tachy device exhibited <20 ohms shock impedanced. There were no reported adverse patient effects.

Manufacturer narrative:
To date, information suggests that this medical device remains actively in service without further issue.